Event description:
The registered nurse reported this incident occurred in 2003. The problem was with the connection point between the buritrol (drip chamber) and the drainage bag. The drainage bag become disconnected before the stopcock. The drainage bag was replaced by a medtronic drainage bag and then configured to be used with co's system. The system was in use for 20 days. The physician was notified on how old the system was but decided not to change the system. The hosp threw out the drainage bag. No lot number is available.